Event description:
It was reported that a pericardial effusion and death occurred. A watchman access system (was) double curve was positioned in the left atrial appendage (laa) during a laa closure procedure. A 24mm watchman laa closure device and delivery system was advanced into the was. The closure device was deployed and three partial recaptures and re-deployments were performed before the closure device was ultimately fully recaptured without difficulty. A 27mm closure device was then deployed, and at this time, the patient became hypotensive and a pericardial effusion was noted. Blood pressure support was given intravenously while the placement of the device was being assessed. The device was then released, protamine was administered, and a pericardiocentesis was performed. The patient's blood pressure stabilized and all devices were removed intact. The patient was in atrial fibrillation so a cardioversion was performed with two attempts at 150 jules. The patient converted to sinus rhythm after the second attempt. The patient improved and trace effusion was noted at this time. The patient was sent to recovery unit in stable condition. Approximately nine days later, the patient developed respiratory failure requiring intubation. The patient then suffered from a pulmonary embolism and was resuscitated after going into cardiac arrest. Along with these complications, the patient also developed renal failure and passed away on (B)(6) 2019.